Manufacturer narrative:
(B)(4). No conclusion code available. Failure observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 15.8-16.5cm, 25.0-25.8cm, 25.8-26.2cm, and 35.1-35.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.